Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric sleeve procedure on the first firing, the surgeon was able to press the green button but unable to squeeze the handle and a few first pins were noticed to popped out on the two reloads. A new product was used to complete the procedure. There was no patient injury.